Event description:
A united states distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. The patient experienced ventricular tachycardia at 196bpm before self-converting to atrial flutter at 135bpm eight seconds prior to the treatment being delivered. Rapid atrial flutter contributed to the false detection. The patient resides in a skilled nursing facility. The patient was unconscious and lying in bed at the time of the event. The nurses at the facility witnessed the event. A review of the downloaded data confirms that the response buttons were not pressed during the entire event. The pt was sent to the hospital and will continue wearing the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt was sent to the hospital and will continue to wear the lifevest. Explanation of and device evaluation was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Electrode belt (B)(4): 07/2011 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at (B)(4).